Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted to the hospital due to hyperglycemia on unknown date. Customer blood glucose level was 15 mmol/l at the time of incident. Customer current blood glucose level was 7.8 mmol/l. Customer stated that they had a symptoms like vomiting, nausea and positive results in ketones. Customer treated high blood glucose with insulin pen. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The user alleged the insulin pump was possibly under delivering insulin. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.